Event description:
The hospital staff attended to a patient diagnosed in cardiac arrest. An attempt was made to monitor the patient's ECG using the device with a patient cable and ECG monitoring electrodes. The device allegedly failed to display the patient's ECG. A nurse recognized that the device was set to monitor the paddles lead and subsequently attached disposable defibrillation/pacing/ECG electrodes to the patient using the therapy cable. External pacing was subsequently administered to the patient using the device. When the operator stopped external pacing to assess the patient's rhythm, the device again failed to display the patient's ECG and displayed dashed lines while monitoring in lead ii. A backup defibrillator/monitor was made available and used with the same patient cable, therapy cable and electrodes with no other problems reported. The patient was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.